Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages and adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt unable to complete a therapy electrode recognition test. The cause for the failure was isolated to the trunk cable pulse wire being broken from the pulse- solder connection. The root cause for the broken wire could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy pad messages and adjust belt or check belt messages.